Event description:
Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22705l, reader sn (B)(4). A repeat cue test performed on (B)(6) 2022 provided a negative result. Customer performed confirmatory testing with an ihealth antigen test on (B)(6) 2022 which provided a negative result. Customer also states a pcr test was performed on (B)(6) 2022, however, the results were not provided.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.